Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware at an unspecified time post aquablation therapy, the patient was taken back to the operating room for clot evacuation. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
On 06-oct-2024, procept received additional information indicating that the patient was experiencing clotting in his catheter; however, no takeback was necessary to resolve the clotting. No further medical intervention was required to address the reported clotting. Based on this additional information, procept deems this event as non-reportable to the FDA.